Event description:
The manufacturer received information from philips legal with reference to a dreamstation CPAP machine. The plaintiff alleges a ground-glass nodule, shortness of breath, extreme chronic dry eyes, a choroidal neurovascular membrane in the right eye, right eyesight is severely diminished, immune system is compromised, digestive issues, constipation, incontinence, indigestion, chronic insomnia, sleep deprivation, feelings of hopelessness and helplessness, fear of further cancer, insomnia, severe outbreaks of sores in and around his mouth, lives in constant fear of reoccurrence of cancer. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from philips legal with reference to a dreamstation CPAP machine. The plaintiff alleges a ground-glass nodule, shortness of breath, extreme chronic dry eyes, a choroidal neurovascular membrane in the right eye, right eyesight is severely diminished, immune system is compromised, digestive issues, constipation, incontinence, indigestion, chronic insomnia, sleep deprivation, feelings of hopelessness and helplessness, fear of further cancer, insomnia, severe outbreaks of sores in and around his mouth, lives in constant fear of reoccurrence of cancer. Corrections included in the pr include box b updating to product problem and box h: health impact. An attempt for additional information and to have the device returned for evaluation and investigation was unsuccessful as there is no customer information provided. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.